Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial component, catalog # unknown, lot # unknown; unknown femoral component, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned because requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to instability. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this event will be reported on MDR # 0001822565-2019-00944.

Event description:
Upon reassessment of the reported event, it was determined that this event will be reported on MDR # 0001822565-2019-00944.